Manufacturer narrative:
This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (B)(6) received his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's charger was unable to recharge the ipg. The pt stated that it had been taking longer to recharge the ipg in recent months. A new charging system was sent to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further info is available.